Manufacturer narrative:
Corrected root cause: abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m131990 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m131990 and test base part number 190-430 / lot m131990 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m131990 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false positive results on nasopharyngeal swabs (brand not specified) with the ID now covid-19 assay for two (2) patients in (B)(6) 2020 (dates not further specified) and one (1) patient on (B)(6) 2021. Repeat testing with the ID now covid-19 assay was not performed. Confirmation testing with a nasopharyngeal swabs with pcr and 'smart gene' provided negative results. Confirmatory specimen collection dates and testing dates were not provided. The customer confirmed there was no death or serious injury based on the ID now covid-19 assay results. The customer reported that there was no delay or impact to treatment because of the results. No further patient information, including symptoms, treatment, and outcome, will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.